Event description:
During a phacoemulsification procedure, this unit exhibited a loss of aspiration. There were no pt problems. Facility indicated that the problem may have been caused by technician error because the technician was new at working the premiere.